Event description:
It was reported that the intra-aortic balloon appeared to only inflate to half its volume. During manual inflation using a syringe, the iab appeared to completely inflate. When the iab was reconnected to the console, it did not fully inflate. A second catheter was then placed as a replacement for this iab. Again, the same difficulty was experienced. The console was then exchanged and no further difficulty was encountered with the new console and catheter. There were no reported patient complications.